Event description:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2013, due to skin overgrowth at the abutment site. During the same procedure, the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.